Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. The device stopped working due to a leak in the system. It was noted that the balloon was empty. The existing aus was explanted and replaced. There were no further patient complications.